Manufacturer narrative:
The engineer received immediate medical treatment and no surgical procedure was required. Routine follow up care was administered on (B)(6) 2016. Follow up care was again administered on (B)(6) 2016 under anesthesia. The engineer went into cardiac arrest and later passed away. The initial event occurred during system installation of the magnetom spectra an the system was not yet turned over for clinical operation. The technical documentation for the magnetom spectra installation provides clear warnings and instructions regarding helium filling. This event occurred in (B)(6).

Event description:
It was reported to siemens that during system installation, a contracted service engineer was heavily burned on his hands during helium filling of the magnetom spectra system. The engineer received immediate medical treatment and no surgical procedure was required.